Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: arthroscopic exploration of right shoulder, severe bursitis requiring bursectomy, cuff intact, implants intact, however anchor (of unknown design control) to repair subscapularis which seems to have migrated. Cultures taken no indication of infection noted during procedure. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: anatomical shoulder, humeral stem, cemented, 12, 100 mm cat: 0104211123 lot: 2885749. Anatomical shoulder domelock, humeral head, 48-17, r=26.8mm cat: 0104212485 lot: 2867867. Anatomical shoulder domelock, dome, centric cat: 0104227005 lot: 2912819. Foreign report source: (B)(6). It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that approximately 11 months post implantation, the patient underwent acromioplasty on the right shoulder due to pain.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h10. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately 11 months post implantation, the patient underwent arthroscopic inspection with sampling to identify a possible infection. Results showed that there was a low grade infection with cutibacterium acnes.